Event description:
It was reported that during a lap gastric bypass, there were numerous leaks of air from trocar ports. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.